Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the lead was positioned and there were good thresholds, but this was followed by intermittent capture. Several new locations were attempted and then there was no capture. The patient complained of burning and pain in chest area, but no effusion was present. After several positioning attempts with the lead, a new lead was requested. The new lead was placed in a lateral position with good capture. There was a question as to whether the lead issue may have been due to the cardiac tissue in the area of the appendage. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.